Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause as to why the mother board was defective could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that during preparation for use for an adenoidectomy and tonsillectomy, error e117 occurred on the visera 4k uhd camera control unit, resulting in a procedure delay, due to failure to restart. The procedure was completed using a similar device. There was no report of patient harm associated with this event, the patient is recovering.

Manufacturer narrative:
(B)(4). The device was returned to olympus and the customer's allegation was confirmed. It was found that the error code e117 was due to a faulty mother board. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.